Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 512 mg/dl with polydipsia, and nausea associated with an alleged no power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that there was no moisture/corrosion, the battery cap was able to be secured, and there was no physical damage. The pump was able to power back on during troubleshooting after a new battery from a new pack was inserted. The patient was bolused from the pump again. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.